Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time. Cross reference MFR. Report number: 8010047-2016-00388, 8010047-2016-00390.

Event description:
Three subject devices were used for treatment of the varix. The subject devices had no malfunction before using them. The doctor attempted to inject the adrenalin, but the adrenalin could not be come out. He attempted to retract the needle tube in the tube sheath for the exchange of the device. But the needle tube could not be retracted. Three of them had the similar malfunction. As a result, the doctor could not stop bleeding. It was unknown whether the procedure was completed or not. However, as a result of additional investigations, olympus medical systems corp. (Omsc) found that no patient's serious injury was reported. In addition, the doctor commented that he could not inject the adrenalin due to kinking of the subject device. This is the second of the three reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. Date received by MFR, type of reports, if follow-up, what type?, evaluation codes were updated. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The cause of this event couldn't be determined conclusively. However, based on the evaluation of MFR. #8010047-2016-00388, the retraction failure couldn't be ruled out as a contributory factor to the reported event. Cross reference MFR. Report number: 8010047-2016-00388, 8010047-2016-00390.